Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The left ventricular (lv) lead threshold was moderately high. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4193103 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010; 4076 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Event summary - the device was returned and analyzed. The device met <(><<)>insert actual percentage from 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).